Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the report, omsc surmised that the cause of this phenomenon was the following factor. - since the disinfectant solution concentration level is not checked each time, this event has occurred. The instruction manual provide warnings and how to inspect the device.

Event description:
When a local service engineer checked the device, 84 days had passed since the last disinfectant change. Other detailed information was not provided. There was no report of patient injury associated with the event.